Event description:
The customer contact reported a separation. The customer contact reported that after the tubing set was removed from the packaging and the connection of the clave port of the tubing set was tested by gently twisting the clave port. At this time, the clave port separated from the semi-rigid female adapter of the tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.